Event description:
It was reported that froze on wire occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. During the procedure, the device was inflated beyond the rated burst pressure, the device got stuck with the guidewire and was difficult to remove. The catheter and the guidewire were removed outside of the patient's body as a single unit. The procedure was completed with a different device. No patient complications nor injuries were reported.